Event description:
It was reported that this right atrial (ra) lead exhibited low out-of-range (oor) pacing impedances, measuring less than 200 ohms. It was noted there has only been a single oor measurement, and the thresholds were within normal limits. This ra lead remains in service. No adverse patient effects were reported.